Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device was determined to be operable.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that surgical intervention may take place to replace the ipg due to an unknown reason. Further information was requested but not provided.